Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), headache ("headaches") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (or (B)(6) 2013, underwent a hysterectomy and on (B)(6) 2016, underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, headache and procedural pain outcome was unknown. The reporter considered genital haemorrhage, headache, pain in extremity, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms underwent a hysterectomy due to severe abdominal pain. Following both surgeries, suffered a painful post-operative recovery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst/ cystic mass") in a 38-year-old female patient who had essure (batch no. 628068- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hives, nausea, vomiting, pelvic pain, hiv positive, adenomyosis, dysmenorrhea, endometriosis, asymptomatic human immunodeficiency virus type I infection and breast cancer. She denies any smoking, illicit drug use, or alcohol use. She was a nondrinker. Previously administered products included for an unreported indication: implanon from 2007 to 2009 and depo-provera. Concurrent conditions included type 2 diabetes mellitus, uterine cervix stenosis, pelvic pain and multiple caesarean sections. Family history included diabetes (mother), hypercholesterolemia (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included atripla from 2012 to 2016, bupropion (wellbutrin) since (B)(6) 2009, liraglutide (victoza) since 2013, lisinopril from 2013 to 2015, metformin since 2013 and naproxen from 2009 to 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). On 4(B)(6) 2011, 8 months 9 days after insertion of essure, the patient experienced vaginal discharge ("brown odorfull discharge/ discharge vaginal"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced connective tissue disorder ("serosal injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and abdominal pain lower ("abdominal, left lower quadrant"). The patient was treated with surgery (or (B)(6) 2013, underwent a hysterectomy and on (B)(6) 2016, underwent bilateral salpingectomy), surgery (she underwent ablation) and surgery (left ovarian cystectomy, right ovarian cyst drainage and repair of bowel serosa). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural pain, back pain, abdominal pain lower and connective tissue disorder outcome was unknown and the ovarian cyst, pain in extremity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, adenomyosis, migraine and headache had resolved. The reporter considered abdominal pain lower, adenomyosis, back pain, connective tissue disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms underwent a hysterectomy due to severe abdominal pain. Following both surgeries, suffered a painful post-operative recovery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (invalid batch number). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst/ cystic mass") in a 38-year-old female patient who had essure (batch no. 628068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hives, nausea, vomiting, pelvic pain, hiv positive, adenomyosis, dysmenorrhea, endometriosis, asymptomatic human immunodeficiency virus type I infection, and breast cancer. She denies any smoking, illicit drug use, or alcohol use. She was a nondrinker. Previously administered products included for an unreported indication: implanon from 2007 to 2009 and depo-provera. Concurrent conditions included type 2 diabetes mellitus, uterine cervix stenosis, pelvic pain, and multiple caesarean sections. Family history included diabetes (mother), hypercholesterolemia (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included atripla from 2012 to 2016, bupropion (wellbutrin) since (B)(6) 2009, liraglutide (victoza) since 2013, lisinopril from 2013 to 2015, metformin since 2013 and naproxen from 2009 to 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). On (B)(6) 2011, 8 months 9 days after insertion of essure, the patient experienced vaginal discharge ("brown odorfull discharge/ discharge vaginal"). In (B)(6) 2013, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) 2015, the patient experienced connective tissue disorder ("serosal injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), the second episode of headache ("headaches"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and abdominal pain lower ("abdominal, left lower quadrant"). The patient was treated with surgery (or (B)(6) 2013, underwent a hysterectomy and on (B)(6) 2016, underwent bilateral salpingectomy), surgery (she underwent ablation) and surgery (left ovarian cystectomy, right ovarian cyst drainage and repair of bowel serosa). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of headache, procedural pain, back pain, abdominal pain lower, and connective tissue disorder outcome was unknown and the ovarian cyst, pain in extremity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, adenomyosis and migraine had resolved. The reporter considered abdominal pain lower, adenomyosis, back pain, connective tissue disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, the first episode of headache, and the second episode of headache to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms underwent a hysterectomy due to severe abdominal pain. Following both surgeries, suffered a painful post-operative recovery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and case become medically confirmed and updated patient demographics. Historical drug, historical condition, family history, concomitant disease, concomitant drugs were added. Added lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: brown odorfull discharge, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, adenomyosis, back pain, abdominal, left lower quadrant. Updated events and onset date. On (B)(6) 2018: reporters added and updated patient demographics. Historical drug, historical condition, family history, concomitant disease, concomitant drugs were added. Added events and updated events and onset dates. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.